Manufacturer narrative:
No product was returned for investigation. The investigation determined the issue is consistent with the use of a code chip that did not match the code number of the inserted test strip lot. As soon the code chip number which is displayed when starting the test is confirmed with the m-button the measurement starts. It is mandatory that the inserted code chip matches the code number printed on the test strip vial of the used strips. Per product labeling, "the test strips can be used up until the expiration date printed on the box and test strip container. Throw the test strips away if they are past the expiration date." Error 5 is usually triggered when the applied sample volume is insufficient or when sample detection is uncertain. Generally, this is caused by wrong handling, or by meter contamination. It is also known that slight irregularities of test strip composition can trigger the inbuilt failsafe-mechanism and thus can cause error messages. Such disturbances are isolated events which cannot be completely excluded with individual test strips. The investigation could not identify a product problem.

Manufacturer narrative:
On a regular basis, coaguchek strips of lots currently valid in the market are tested as part of routine retention testing and results have passed the internal inspection. Section e3: occupation is patient/consumer the investigation is ongoing.

Event description:
It was alleged that a patient's coaguchek xs meter serial number (B)(6) did not issue an error when using expired test strips. The customer first tried testing with the meter and received an error indicating there was an issue with the application of blood to the test strip (error 5). The customer tried testing with the meter again and received a result of 1.8 inr. The patient's therapeutic range is 2.5 - 3.5 inr. The meter settings were checked. The date and time settings were correct. It was determined that the test strip lot the customer was using was expired (expiration = 30-nov-2025). When testing, the customer did not receive an error indicating the test strips were expired.